Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the attachment device was overheating and vibrating. The device also failed pretests for vibration and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).